Event description:
Lift motor and gantry was assembled in the room for use with an 842 pound patient in mid-january 2013. Original lift motor failed to operate reliably due to weak or depleted batteries, charger problem, or other issues. It was replaced approximately 2 weeks later with a second motor. This motor would lift the patient but would not hold in position without slowly dropping downward.the patient was then lowered back into the bed and disconnected from the lift. Using its control pendant, the lift motor was moved to its park position. Shortly after reaching the park position, with no buttons being pressed on its control pendant, the lift motor spontaneously moved from the park position toward the nurse and patient.the lift assembly was then removed from the patient's room. It was reassembled within the biomedical engineering department for testing, and it was confirmed that a sequence of lift, release, and move to park position would result in spontaneous movement from the park position toward the opposite end of the gantry.the lift was not used again, and was eventually removed by the vendor.the manufacturer's representative present for testing, and observed spontaneous movement.what was the original intended procedure?lifting and moving bariatric patient within the room.device #1is this a laboratory device or laboratory test?no.